Event description:
It was reported that the continuous glucose monitoring sensor failed to pair with the system due to a sensor error, and repeated scanning did not activate the sensor; the user was transferred to the cgm manufacturer for further assistance. Symptoms included no reported adverse clinical effects. Outcomes included no change in patient condition, no medical intervention, and no hospitalization. Investigation included technical and troubleshooting guidance provided to the user. Investigation of this case revealed that the pairing failure was associated with the cgm sensor, and the responsible device within the system could not be identified. It was concluded that the event involved a device communication or connectivity issue with the cgm sensor, with no patient harm reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.